Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer wears their pump with the cartridge tube facing up and uses cold insulin. These actions are considered off label use.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer wears their pump with the cartridge tube facing up and uses cold insulin. These actions are considered off label use. The customer continued to use the pump for insulin therapy and has a backup plan if necessary.

Manufacturer narrative:
B5 describe event or problem d9 device available for evaluation type of investigation- removed b13, added b17 investigation findings- removed c23. Added c20 investigation conclusion- removed d11, added d14.